Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 for laparoscopy, posterior repair and lipis of adhesions. The reasons for explant reported are chronic pelvic pain, rectocele, and painful intercourse. On (B)(6) 2012 the patient underwent excision of vaginal mesh due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy.

Event description:
It was reported that the patient concurrently underwent total vaginal hysterectomy.